Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be stable. The explanted ipg will not be returned for analysis, as it was discarded by operating room staff.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.